Event description:
It was reported that the patient was no longer able to charge the implantable pulse generator (ipg) out of hibernation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.